Event description:
It was reported that the catheter leaks at the blue port. A new device was used to complete the procedure. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Non-conformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.